Event description:
A child allegedly experienced 1st and 2nd degree burns with blistering on the inner aspect of the left calf and hyperemia on the right calf with the use of the 3m¿ universal electrosurgical pads 9160f, lot 202404ep. Silver sulfadiazine and gauze were applied. The patient had reportedly underwent an emergency appendectomy with the use of an electric scalpel.

Manufacturer narrative:
Reporter: anonymous. It is unknown if the reporter was a health professional. Product sample was not returned to 3m for analysis. Without a sample available, it is not possible to evaluate the sample for any defects or perform any tests to determine if the plate met specification. 3m¿ cannot determine the exact root cause of the alleged injury or whether a patient plate was the root cause. To reduce the risk of burns, all instructions should be followed as per the instructions for use (IFU). The instructions for use states, to reduce the risk of burns the site must be clean, dry and free of hair and to remove hair at application site. 3m¿ will continue to monitor.